Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during insertion. The broken anchor was removed and a backup device was available to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
Device investigation narrative - one 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The distal threads of the anchor have broken off and were not returned for evaluation. Dimensional assessment is prohibitive due to the anchors condition. With the limited clinical details provided regarding surgery being performed, site preparation and patient bone quality no root cause can be determined. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.